Event description:
The pt stated that on the motorcycle ride, she suddenly felt her entire body go numb and was tingling. For three weeks following the incident, the pt had not felt any stimulation sensation. Additional info has been requested, a f/u report will be submitted if additional info becomes available.